Manufacturer narrative:
Follow-up #1: date of submission 03/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 03/04/2016 with the following findings: a review of the pump black box revealed that the data from the date of the complaint was overwritten. The original complaint was unable to be confirmed or duplicated during investigation. The pump powered on with the returned battery cap. The pump was exercised for 24 hours with a 1 unit per hour basal program. The force sensor calibration passed within specification. The pump case was removed and the force sensor pins were seated and the solder connections were found to be intact. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.